Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with two cartridge reloads present. Cartridge (a) ecr60g, m52251 was received fully fired and with cartridge deck damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Cartridge (b) ecr60g, m5331a was received unfired and in good visual conditions. The device was tested for functionality in the articulated position with the returned cartridge reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no partial fire was noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a right upper lobectomy procedure, the device locked out twice, once upon loading and once while on the tissue. It turned out that the third stroke was incomplete. Another like device was used to complete the procedure. There were no adverse consequences for the patient.